Manufacturer narrative:
The hillrom technician found the bed was displaying an error code indicating the patient right caregiver button was stuck. Per the hillrom service manual, it is necessary for the centrella" bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the sidecom¿ communication system junction box is in good condition and all attaching hardware is present and secure. Use the sidecom¿ tester to make sure the sidecom¿ communication system operates correctly. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the patient right caregiver control panel to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed moves on its own when it is not touched (self run). The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).